Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4): as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. The investigation sample(s) is/are not available. Device history record (DHR): reviewed the DHR for batch 20b06ge261, there is no such defect detected at in process and at final control inspection pertaining to fast flow rate. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): pump flow too fast. Pump was scheduled to run for 46 hours (95 ml) - pump was already empty approx. 12 hours before the scheduled expiration. Patient is well acquainted with the pumps. Pump was discarded.